Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information there is no documentation that shows a causal relationship between the event of cardiac arrest and subsequent death and the liberty select cycler. Additionally, there are no allegations of a malfunction against the liberty select cycler. The patient was in home hospice care at the time of the cardiac arrest and continuous cycling peritoneal dialysis (ccpd) therapy was only being used for comfort measures and not treatment. It is not known how frequently the patient was completing ccpd therapy, but was connected to the cycler at the time of the event. Therefore, there is a temporal relationship between the pd therapy and the event of cardiac arrest and death. The patient¿s pre-exiting cardiac issues and comorbidities are attributed by the pdrn as the causal event of the cardiac arrest.

Event description:
A follow up call on an unrelated event revealed that this patient with end stage renal disease (esrd) on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) expired (B)(6) 2017. The peritoneal dialysis registered nurse (pdrn) stated that the patient had transitioned to hospice home care at the end of (B)(6) 2017 (unknown date). The patient¿s family was performing ccpd for the patient sporadically for comfort measures and not treatment. The patient was connected to the cycler when the patient suffered cardiac arrest and subsequently expired. Per the pdrn, the patient had pre-existing unspecified cardiac issues and diabetes mellitus which is attributed as the cause of the cardiac arrest and death. The esrd death notification form was requested but unavailable.